Event description:
Serious injury involving one person. On 4/20, pt reported to his dr complaining of tearing, pain, and photophobia in right eye, lens model/water content: newvues/55%; lot #8423015; eye involved: right: refraction: myopia; duration of use (months) wearing modality; trial lens period/no report of dispense date; number of days lens worn: unk; last visit to practitioner prior to symptoms: unk; type of lens care sytem used: unk; disinfecting system used: unk; was homemade saline used:no; number of days worn between cleaning and disinfecting: unk; days between cleaning and symptoms: unk; days between symptoms and calling dr: same day; self-treatment by pt: unk; hand washing before lens manipulation: unk; ulcer location: unk; visual acuity before symptoms: unk; visual acuity after symptoms: unk; results of culture: not reported; results of corneal biopsy and/or scrapings: unk; clinical diagnosis: pt reports corneal ulcer; treatment administered: unk; prognosis: pt states condition improving with follow-up scheduled 5/07/98.